Manufacturer narrative:
This event occurred with a similar device in a foreign market and was not initially determined to be reportable in the us. After review and determination that the event met the criteria for u.s. Reportability, this report is being submitted without undue delay. Return of the device in question is in progress and a supplemental report will be submitted after the completion of device evaluation.

Event description:
The customer reported that both ears were blistering on the inner part of the outer ear. They went to a pharmacist and walk in center. The doctor said that the blistering could be from the masks and prescribed antibiotics for an infection.